Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had a liquid crystal display (lcd) that was omitting lines. There was no patient involvement when the issue occurred. No patient or user harm reported. While performing periodic maintenance, the se reported that the lcd was omitting lines. The se noted that there was no issue reading the displayed text. The lcd was replaced, and the issue was resolved. The device was cleaned, tested, and returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.